Event description:
The manufacturer received information alleging a ventilator suddenly failed to deliver oxygen. There was no harm or injury reported. No medical interventions were specified. The remote service engineer investigated the issue and found the device to be working properly. The reported issue was not confirmed. The device was returned to use.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.